Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that c. Sporogenes failed to grow in the bd difco¿ nih thioglycollate broth after boiling/autoclaving a few days prior, then inoculating a loop of the organism and incubating it for 48 hours. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer first concern was that there was no pink layer. I advised customer that this item does not contain resazurin. Customer then stated that c. Sporogenes failed to grow. Customer inoculated a loop full of organism, and incubated at 37c for at least 48 hours. Item failed 3 times. Customer said previous lot worked. Customer did not boil prior to use, but it was boiled/autoclaved a few days prior, and stored in refrigerator until use."

Event description:
(B)(4). Reviewed, all info present. (B)(4). Customer called in to report that the shipping label had not been received. Found that email address needed correction. Corrections have been made to name and email. New label was generated and sent. New fedex tracking for returns to quality # (B)(4). (B)(4). Call activity comment: null (B)(4). (B)(4). Reviewed, pending additional information it was reported by the customer that failed growth promotion. (B)(4). Call activity comment: null (B)(4). Return shipper (B)(4). (B)(4). Customer problem: failed growth promotion. Steps taken with customer/troubleshooting: customer first concern was that there was no pink layer. I advised customer that this item does not contain resazurin. Customer then stated that c. Sporogenes failed to grow. Customer inoculated a loop full of organism, and incubated at 37c for at least 48 hours. Item failed 3 times. Customer said previous lot worked. Customer did not boil prior to use, but it was boiled/autoclaved a few days prior, and stored in refrigerator until use. Next steps (if necessary): n/a. Resolution achieved (y/n)?: n. Quantity received and quantity affected: 1 bottle received. 1 bottle affected. Shipment method (directly or via distributor): distributor. If it is a distributor ¿ who is it? (B)(4). Photos or returns requested? Returns expected. Replacements or credit requested: credit. Follow up required (y/n)? Y. If consumable is tested on bd instrumentation, list serial numbers: n/a. Time stamp (if applicable): n/a. Indication that customer is industrial indu (if applicable): indu. Is a letter signed by quality required (y/n)?: n. (B)(4). C. Sporogenes.

Manufacturer narrative:
Components are milled and blended (where required), and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solubility, solution appearance, ph, and growth performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no other complaints on this product. No returns or photos were received. A retention sample of the complaint lot was tested against a reference sample of nih thioglycollate broth for performance of clostridium sporogenes, atcc 19404 and atcc 11437. Samples were prepared per label instructions. Powders were mixed well to dissolve, heated with frequent agitation, and boiled for one minute. Media was dispensed into tubes; all samples were autoclaved at 121°c for 15 minutes, and then cooled to room temperature. Duplicate tubes were inoculated with 10 to 100 cfus of clostridium sporogenes atcc 19404 and atcc 11437 and incubated at 30-35°c for 18-24 hours and up to 72 hours if necessary. Poor to good recovery is expected. Both reference and retention exhibited good, turbid growth for clostridium sporogenes atcc 19404 and atcc 11437 after 18-24 hours. The retention was comparable to the reference. Bd was unable to replicate the defect observed by the customer in retention samples of the complaint batch. Consequently, this complaint cannot be confirmed. H3 other text : see h10